Manufacturer narrative:
The device was received for evaluation. During functional testing, 'does not detect door being open' was confirmed. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a faulty upper latch switch. The upper auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump does not detect the door being open. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.